Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: product complaint # (B)(4). Investigation summary: examination of the returned devices confirms the complaint, the steinmann pin is stuck in the tibial resection block, and the proximal end of the pin (attachment feature) has fractured. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device is an instrument and is not implanted/explanted.

Event description:
It was reported that the steinmann pin (p/n: 869117p) was caught in the steinmann pin adapter (manufactured by (B)(4)) when the surgeon struck the steinmann pin by using the tibial osteotomy block (p/n: 228705000) during tka surgery. It was further reported that the steinmann pin was broken. It was confirmed the triangular part of the steinmann pin was broken and it was remained in the steinmann pin adapter. The surgery was completed, and it was unknown whether there was a surgical delay or not. There were no broken fragments in the patient right knee joint and there was no adverse consequence to the patient. No further information is available.